Event description:
It was reported that before procedure separated all implants step by step through surgery. Doctor asked for a nail. Gave doctor the size he asked for. Dr took nail from scrub nurse and inserted it. Dr stated it looked fine. Dr put the lag screw in and stated it looked fine. Left gamma nail inserted in femur. Just found out today that it was wrong.

Manufacturer narrative:
Device remains implanted. If the device or add'l info becomes available it will be reported on a supplemental report.